Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2002 and the mesh was implanted. Since insertion, the patient experienced pain and discomfort. It was also reported that the scar at the entry point became infected and needed to be reopened, then re-stitched again. The patient experienced also nerve pain down the right leg and a feeling of cheese wire tightening and cutting into them. As the patient stated, it has made sitting, walking, and driving difficult at times and resulted in two surgeries and medication to try to alleviate the problems and correct the damage. The patient has not been able to participate in certain normal activities for several years. The patient has needed to take pain killers on and off including morphine, codeine, lidocaine gel, amitriptyline, and hormone treatment, sandrena gel and vagifen. Recently, the patient received hormone and steroid injections directly into the site. During the surgery in (B)(6) 2016, surgeons were unable to find the device to remove it. No further information is available.